Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, moderate tortuosity, and 70% stenosis in the mid right coronary artery. A non-abbott guide wire was used to access the lesion and pre-dilatation was performed with a non-abbot balloon. Reportedly, a 3.50 x 23 mm xience alpine stent delivery system (sds) was prepped before sheath/stylet removal. The sds was then advanced but failed to cross the lesion due to anatomy. While the sds was being withdrawn, resistance was met with the guiding catheter and the stent implant dislodged (outside of the patient¿s anatomy). A non-abbott stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
Only the stent was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance was not able to be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove was not able to be confirmed as the complete stent delivery system and the guide catheter were not returned. It should be noted that xience alpine, everolimus eluting coronary stent system (eecss), instructions for use specifies to remove the product mandrel and protective stent sheath prior to performing the guide wire lumen flush and delivery system preparation a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The stent likely interacted with the anatomy during the advancement resulting in the reported failure to advance, further device interaction with the anatomy and/or guiding catheter likely resulted in the reported difficulty to remove, additional manipulation of the system during retraction and the interaction of the device versus the guiding catheter caused the stent dislodgement and the observed stent deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.